Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the patient side manipulator (psm). The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. However, failure analysis is not complete.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure that the sterile adapter was not recognized on patient side manipulator (psm) 3. A message stating engagement failure: reinstall sterile adapter appeared. The drape was replaced and the recognition pins were checked to confirm smooth movement. The drape discs were also checked to confirm smooth rotation, and a hard power cycle was performed. The issue was still not resolved. The customer was advised that a system repair would be required to resolve the issue. The ports were not in place when the issue occurred. There was no additional information provided.